Event description:
Medwatch # 1306992151-2010-0005. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a guide wire fracture occurred. The 60-80% stenosed lesion was located in a moderately tortuous and moderately calcified right superficial femoral (sfa) artery. Rotational atherectomy of the right sfa was successfully completed. The 300cm kinetix guide wire crossed during the pta procedure however, resistance was noted when the physician attempted to pull the wire back into the sheath. The wire separated mid wire. The wire had folded upon itself and formed a 'knot'. A contralateral left side retrograde approach over the iliac bifurcation was attempted to retrieve the distal end of the guide wire. The physician used 5 snares and removed the distal section from the patient. The patient remained stable. The proximal section of the device was gripped at the proximal end and pulled from the patient. The procedure was completed with a different device. The patient's status is ok.

Event description:
Medwatch # 1306992151-2010-0005. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a guide wire fracture occurred. The 60-80% stenosed lesion was located in a moderately tortuous and moderately calcified right superficial femoral (sfa) artery. Rotational atherectomy of the right sfa was successfully completed. The 300cm kinetix guide wire crossed during the pta procedure however, resistance was noted when the physician attempted to pull the wire back into the sheath. The wire separated mid wire. The wire had folded upon itself and formed a "knot". A contralateral left side retrograde approach over the iliac bifurcation was attempted to retrieve the distal end of the guide wire. The physician used 5 snares and removed the distal section from the patient. The patient remained stable. The proximal section of the device was gripped at the proximal end and pulled from the patient. The procedure was completed with a different device. The patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method, result, conclusion. Device evaluated by MFR.: the kinetix guidewire was returned fractured in two locations. One fracture was located approximately 14 3/4 inches from the distal tip, near the distal end of the inconel connector. The second fracture was located near the proximal end of the inconel connector. Microscopic examination revealed the corewire was fractured on both sides of the inconel connector. The high torque sleeve (hts), located at the distal end of the device includes the tip and coil core ribbon (ccr) solder joint were returned intact. Sem device analysis revealed the nitinol core wire and stainless steel wire fractured from the inconel tube and all four welds were still intact. The nitinol core wire fractured due to ductile overload caused by tensile or bending forces. The stainless steel core wire fractured from the inconel tube due to torsional overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).